Event description:
It was reported to philips that the system was unable to boot up and stuck at 00:00. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
It was identified that this is a duplicate complaint from an already reported complaint. The investigation will be addressed in MFR report number. This complaint will be closed as duplicate.